Manufacturer narrative:
The actual device involved in the event was not saved for testing and investigation. Additionally, the customer did not provide sister samples, videos, or photographs for evaluation.

Event description:
The customer contact reported the patient called about a minute after, an infusion of taxol was initiated. A leak was identified from the tubing cartridge, but not the clave attached to the chemotherapy. Approximately, 10ml of the medication spilled and a chemotherapy kit was used to clean up the leak per protocol. There was no adverse event or harm. No further information has been provided.